Manufacturer narrative:
The lb3 alarm means that the ¿battery discharged¿ which results in a screen shutdown/power off. The ¿full charged detected¿ when in use would be recorded in the battery log; however it wold follow activation of the fast charge cycle. The sequence of charging is typically fast charge (quick_charging), full charge detected (temp_at_max_slope), top_off_charging and then trickle_charging. In the sample log provided by the customer, they did not have a depleted battery needing to begin the fast charge process. This information has been forwarded to the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No device or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The devices involved in this investigation was used for patient treatment. No further investigation of this event is possible at this time. The file may be closed based on the above facts.

Event description:
It was reported that the device battery log recorded "trickle charging" when it was plugged in for 5 days from july 5th to july 10th. The device was in use during this period. The customer was asking if the device would ever record "full charge" when in use.